Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a charge-coupled device (ccd) failure. In addition, the evaluation found damage or deterioration of the ccd and cable due to incorrect reprocessing of the device. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was temporarily lost. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the temporary loss of image was due to a defective charged coupled device (ccd). It¿s probable the cause of the defective ccd was due to incorrect reprocessing. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿note that the complete instruction manual set for this camera head consists of this manual and the ¿reprocessing manual¿ with your camera head model listed on the cover. It also accompanied the camera head at shipment.¿ olympus will continue to monitor field performance for this device.